Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, high capture thresholds were noted on the left ventricular lead. During lead revision it was also noted that the lead had been fractured. Lead was capped and replaced on (B)(6) 2019. Patient condition was stable.

Manufacturer narrative:
Upon review, of additional information - fracture should not have been reported.

Event description:
New information received stated that the lead was not fractured and had good lead integrity. The lead exhibited high capture thresholds in all vectors.